Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up letter was sent to the customer regarding the previous call in which she indicated having unexplained high blood glucose of greater than 600mg/dl, and found that the customer went to the emergency room due to high blood glucose. The customer stated that once her blood glucose was stable, she was released. No further information was provided.